Event description:
It was reported that the patient experienced phrenic nerve stimulation one day post implant. During the explant procedure, the physician noted the insulation was broken.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.